Manufacturer narrative:
Date of event was reported to be before (B)(6) 2022. Product has been discarded; therefore, not returned to 3m¿ for analysis. 3m¿ is unable to verify the leak, identify exact location and root cause without the sample. 3m¿ will continue to monitor.

Event description:
A hospital alleged multiple 3m¿ ranger¿ high flow warming set (model 24370) leaked at the bubble trap. No patient or staff injury was alleged. No further details were provided.

Manufacturer narrative:
H10: 3m has investigated and identified a manufacturing issue with the auto-venting bubble trap that introduces the risk of blood or fluid leaks while priming the sets and/or during fluid administration. There is no alleged injury to the patient or caregiver for this reported incident. 3m has initiated a field safety corrective action for lots associated with this issue. 3m has implemented a change to address the identified manufacturing issue and will continue to monitor.